Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for increasing/high pacing impedance. The rv lead also exhibited variable pacing and short v-v intervals. On x-ray the rv lead did not appear not fully inserted into the implantable cardioverter defibrillator (ICD) header. A revision was performed, and the rv lead was reconnected. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.